Event description:
It was reported that " connector was fixed to the tube, couldn't be detached. Need to cut the tube for connecting to closed suctioning system; it took longer for the suction system to be connected and ventilation distributed. This caused decrease to oxgen saturations and had to give extra oxygen to the patient."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint "connector could not be disconnected" could not be confirmed based upon the investigation of the sample received. The customer returned one actual sample and one representative sample for investigation. Based on the visual inspection and dimensional test, all the measurements are within specification. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned complaint device, no issues were found.

Event description:
It was reported that " connector was fixed to the tube, couldn't be detached. Need to cut the tube for connecting to closed suctioning system; it took longer for the suction system to be connected and ventilation distributed. This caused decrease to oxygen saturations and had to give extra oxygen to the patient."